Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the microsoft¿s april 2026 windows security updates introduce changes to domain controller authentication behavior by prioritizing aes (advanced encryption standard) based kerberos encryption and reducing support for legacy rc4 (rivest cipher 4) encryption. The customer has requested support. No adverse events or patient harm was reported in the associated complaint (B)(4). Philips has started an investigation of this complaint.